Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion alarm. The customer's blood glucose (bg) level was 437mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer reverted to alternate therapy for insulin therapy.